Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that when customer were doing a fill tubing the insulin did not coming out at the end of the tubing. Customer stated that they had already use 7 infusion sets and reservoir. Tried to use other box of infusion set and reservoir but insulin did not exist at the end of the tubing. Customer stated that they were unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen. Unable to fill tubing process no insulin was went out 7 infusion sets had already been used up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.